Event description:
(B)(4).

Manufacturer narrative:
The account found a shorted head up switch on the pt pendant and the face of the pt pendant was ripped. The account replaced the pt pendant to resolve the issue.